Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 09nov2018. It was reported that tracking difficulties were encountered. Vascular access was obtained via the right radial artery. The 80% stenosed, 2.5x34mm, concentric, de novo target lesion was located in the severely tortuous and mildly calcified left circumflex artery. The lesion contained more than 45 to less than 90 degrees bend. Following pre-dilation with a 2x12mm maverick balloon catheter, residual stenosis was 40%. A 2.50x38mm promus element plus drug-eluting stent was advanced but had difficulties tracking over the wire. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage. Promus element plus, mr, ous 2.50x38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. Damage was noted to the proximal end of the stent with the most proximal stent strut rows lifted and pulled in a distal direction. The undamaged crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip found no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. The device was loaded on to a 0.014 guidewire without any resistance. No other issues were identified during the product analysis.